Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was stuck. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not stuck closed on tissue. The instrument and cannula were removed together because the clamp came loose from the carbon shaft and sat askew on top of it. The edge of the stainless-steel seating from the clamp went outside of the normal position, which made it impossible for the instrument to pass through the cannula. It is unclear if an additional port was made to remove the instrument and cannula together. No material detached from the instrument's distal end. The observed physical damage did not result in a fragment falling inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.